Manufacturer narrative:
.

Event description:
It was reported that the patient experienced syncope and presented in the emergency room. Upon interrogation, the pulse generator exhibited backup vvi operation. There was no pacing support observed during backup vvi. The pulse generator was explanted and replaced.